Manufacturer narrative:
This 40-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 02001) had fallopian tube occlusion insert (batch no. 927086) inserted. The case describes the occurrence of uterine haemorrhage ('heavy bleeding'). The subject's medical history included obesity. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, the subject experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The subject was treated with surgery (salpingectomy and abdominal hysterectomy due to uterine heavy bleeding with essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the uterine haemorrhage had resolved. The investigator considered uterine haemorrhage to be related to fallopian tube occlusion insert. The reporter commented: essure complete removal on right side and device on left side found not intact. All fragments were removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Ultrasound scan - on (B)(6) 2018: preoperative procedure to localize the inserts prior to removal; on (B)(6) 2018: intraoperative procedure to localize the inserts prior to removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jun- 2019: essure lot number (927086); and essure insertion date ((B)(6) 2012). On 1-jul-2019: subject¿s demographic data (40-year-old); onset date of event heavy bleeding ((B)(6) 2017); stop date of event heavy bleeding ((B)(6) 2018); and imaging exam (preoperative and intraoperative ultrasound). We received a lot number in this case. A technical investigation was conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 40-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) ) had fallopian tube occlusion insert (batch no. 927086) inserted. The case describes the occurrence of uterine haemorrhage ('heavy bleeding'). The subject's medical history included obesity (bmi 35.3). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, the subject experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (salpingectomy, abdominal hysterectomy due to uterine heavy bleeding with essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the uterine haemorrhage had resolved. The investigator considered uterine haemorrhage to be related to fallopian tube occlusion insert. The reporter commented: essure complete removal on right side and device on left side found not intact. All fragments were removed. The surgery was performed in another facility, so the reporter was unable to provide further information regarding the removal procedure. No information about device breakage available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Pathology test - on (B)(6) 2018: . Ultrasound scan - on (B)(6) 2018: preoperative procedure to localize the inserts prior to removal; on (B)(6) 2018: intraoperative procedure to localize the inserts prior to removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2019: investigator returned essure device removal questionnaire: removal via salpingectomy and hysterectomy were performed at another hospital, records were not available and subject did not know details. Preoperative and intraoperative ultrasounds were performed, both essure devices were removed: right tube: complete removal, left tube: not intact (all fragments removed). We received a lot number in this case. A technical investigation was conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 40-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. 927086) inserted. The case describes the occurrence of uterine haemorrhage ('uterine heavy bleeding') and device breakage ('essure left tube: not intact (all fragments removed)'). The subject's medical history included obesity (bmi 35.3). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, the subject experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of fallopian tube occlusion insert. On an unknown date, the subject experienced device breakage (seriousness criteria medically significant and intervention required). The subject was treated with surgery (salpingectomy, abdominal hysterectomy due to uterine heavy bleeding with essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the uterine haemorrhage had resolved. At the time of the report, the device breakage had resolved. The relationship of device breakage to treatment with fallopian tube occlusion insert was not reported. The investigator considered uterine haemorrhage to be related to fallopian tube occlusion insert. The reporter commented: essure complete removal on right side and device on left side found not intact. All fragments were removed. The surgery was performed in another facility, so the reporter was unable to provide further information regarding the removal procedure. No information about device breakage available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Pathology test - on (B)(6) 2018: . Ultrasound scan - on (B)(6) 2018: preoperative procedure to localize the inserts prior to removal; on (B)(6) 2018: intraoperative procedure to localize the inserts prior to removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: after internal review, case 2019-207397 (bus-2019-us-067534) was identified as a duplicate to this case. All case information and source document from case 2019-207397 (bus-2019-us-067534) have been transferred to this case. We received a lot number in this case. A technical investigation was conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 02001) had fallopian tube occlusion insert inserted. The case describes the occurrence of genital haemorrhage ('heavy bleeding'). Medical conditions: current and past healthy medical history, no concomitant drugs. . On an unknown date, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The subject was treated with surgery (salpingectomy and abdominal hysterectomy due to heavy bleeding on 27-mar-2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage had resolved. The investigator considered genital haemorrhage to be related to fallopian tube occlusion insert. The reporter commented: according to investigator, complete device was removed in conjunction with other gynecologic surgery (not specified). An ultrasound was performed prior surgery but result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-may-2019: surgery was specified, reason for surgery reported, outcome of event changed to recovered and causality reported as possibly related. Event was updated to "heavy bleeding". We received a lot number in this case. A technical investigation was conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The case describes the occurrence of medical device removal ('essure removal'). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject underwent medical device removal (seriousness criteria medically significant and intervention required). The subject was treated with salpingectomy and hysterectomy and fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: according to investigator, complete device was removed in conjunction with other gynecologic surgery (not specified). An ultrasound was performed prior surgery but result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the reported event "essure removal" was considered as "medically significant" in addition to the seriousness criterion "intervention required". No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. This case describes the occurrence of medical device removal ("essure removal"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject underwent medical device removal (seriousness criterion intervention required). The subject was treated with surgery (salpingectomy and hysterectomy). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: according to investigator, complete device was removed in conjunction with other gynecologic surgery (not specified). An ultrasound was performed prior surgery but result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 40-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 02001) had fallopian tube occlusion insert (batch no. 927086) inserted. The case describes the occurrence of uterine haemorrhage ('heavy bleeding') and device breakage ('essure left tube: not intact (all fragments removed)'). The subject's medical history included obesity (bmi 35.3). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, the subject experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of fallopian tube occlusion insert. On an unknown date, the subject experienced device breakage (seriousness criteria medically significant and intervention required). The subject was treated with surgery (salpingectomy, abdominal hysterectomy due to uterine heavy bleeding with essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the uterine haemorrhage had resolved. At the time of the report, the device breakage had resolved. The relationship of device breakage to treatment with fallopian tube occlusion insert was not reported. The investigator considered uterine haemorrhage to be related to fallopian tube occlusion insert. The reporter commented: essure complete removal on right side and device on left side found not intact. All fragments were removed. The surgery was performed in another facility, so the reporter was unable to provide further information regarding the removal procedure. No information about device breakage available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Pathology test - on (B)(6) 2018: . Ultrasound scan - on (B)(6) 2018: preoperative procedure to localize the inserts prior to removal; on (B)(6) 2018: intraoperative procedure to localize the inserts prior to removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2019: quality safety evaluation of ptc; after internal review, incident event "device breakage" was added. We received a lot number in this case. A technical investigation was conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 02001) had fallopian tube occlusion insert inserted. This case describes the occurrence of medical device removal ("essure removal"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject underwent medical device removal (seriousness criterion intervention required). The subject was treated with surgery (salpingectomy and hysterectomy). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: according to investigator, complete device was removed in conjunction with other gynecologic surgery (not specified). An ultrasound was performed prior surgery but result was not provided. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.